Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was displaying low flow alert (alert 02).the patient was in normothermia therapy, the target temperature was 37c, the patient temperature was 37c. The water temperature was 8.5c, and the flow rate was sub optimal at 0.4 l/min. There was one adult universal pad in place. Trend indicator showed 2 arrows upward. The patient was shivering in intervals. Per troubleshooting, the pads were disconnect and reconnected using the proper technique, and the flow rate settled at 0.5 l/min. It was recommended to follow their drug protocol for shivering. There were two blankets on the patient for counter warming. The nurse stated that with this pad they typically pull the sides up around the patient like a taco; however, due to all of the tubes she was unable to do so. It was recommended to add a universal pad to increase the flow rate (fr) and either sit it to the side or find some place to place it on the patient for better coverage. It was explained that at this low fr the heater will not be able to turn on, if the patients temperature drops and the water needed to get warmer. The nurse stated that an additional universal pad would be added. Medical service and sales called the facility back and spoke to nurse andrea. They did not add a universal pad to the patient. It was explained again that the heater will not work with the suboptimal flow rate. It was advised to be diligent with skin checks as the water was very cold (8.4c, fr 0.4l/min).

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the arcticsun device was displaying low flow alert (alert 02).the patient was in normothermia therapy, the target temperature was 37c, the patient temperature was 37c. The water temperature was 8.5c, and the flow rate was sub optimal at 0.4 l/min. There was one adult universal pad in place. Trend indicator showed 2 arrows upward. The patient was shivering in intervals. Per troubleshooting, the pads were disconnect and reconnected using the proper technique, and the flow rate settled at 0.5 l/min. It was recommended to follow their drug protocol for shivering. There were two blankets on the patient for counter warming. The nurse stated that with this pad they typically pull the sides up around the patient like a taco; however, due to all of the tubes she was unable to do so. It was recommended to add a universal pad to increase the flow rate (fr) and either sit it to the side or find some place to place it on the patient for better coverage. It was explained that at this low fr the heater will not be able to turn on, if the patients temperature drops and the water needed to get warmer. The nurse stated that an additional universal pad would be added. Medical service and sales called the facility back and spoke to nurse andrea. They did not add a universal pad to the patient. It was explained again that the heater will not work with the suboptimal flow rate. It was advised to be diligent with skin checks as the water was very cold (8.4c, fr 0.4l/min).